Event description:
Customer reporting one patient drawn multiple times at different times. Tni results were conflicting: first draw (full edta tube) (B)(6) 2011 13:17: ckmb < 1.0, myo 35.9 bnp 58.7, tni <0.05. Second draw (full edta tube) (B)(6) 2011 0:55: ckmb < 1.0, myo 48.0, bnp 108, tni <0.05. Third draw (half full edta tube) (B)(6) 2011 6:45: ckmb < 1.0, myo 37.0, bnp 48.3, tni 0.2. A cbc draw (full edta tube) (B)(6) 2011: ckmb < 1.0, myo 41.1, bnp 85.6, tni < 0.05 (same time as the first draw). The cut-off for tni is 0.05. Current patient diagnosis is "respiratory issue". Patient was admitted on "coughing". No invasive procedure performed based on elevated tni of the third draw. All blood samples had no visible clotting or hemolysis. All tests were performed at room temp. With fresh sample. Samples were transferred to the cartridge using triage pipet. All cartridges were warmed to room temp, opened only at test time. No sample was available for further investigation.

Manufacturer narrative:
Blood draw should be full or near full in edta tube to avoid edta interference. Profiler w49549 was unavailable for testing. Product support previously conducted an investigation on lot w49548. No false positive tni results or high bias in tni recovery was observed with any sample tested. No error codes or device issues were observed. All data points with the normal (apparently healthy) whole blood donor sample (negative control) were at or below 0.05ng/ml. No false positive results were observed. One data point with cal h (positive control) was below the manufacturing 2sd range, with a % recovery of 89%, with in the manufacturing final release specifications. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. As of (B)(4) 2011 there are 5 complaints against this device lot for analyte recovery issues. An investigation of each lot number involved in this case indicates that the number of calls does not exceed historic levels of call volume per lot for the product involved. Root cause analysis will not be requested at this time. Information related to this call is captured and is available if root cause analysis is required in the future. All complaints are subject to routine tracking and trending. No corrective action required at this time as no product deficiency was established.